Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a one-link needle-free IV connector broke in two pieces with jagged edges and ¿fell off¿ the end of a central line lumen which was connected to a patient. This was identified during an infusion of midazolam via a pump on an infant (under one month) in the pediatric intensive care unit. The device had been connected to the patient on the previous day and the issue was found during the morning check. Immediately upon noting the issue, the device was clamped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed the device contaminated with blood and cracked. No functional testing was performed due to the nature of the returned sample. The reported problem was verified. The cause of the condition was determined to be related to the supplier manufacturing process, and a notification was sent to supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.